Event description:
It was reported that the customer received a notification indicating the cartridge could not be used and needed to be replaced. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support replaced the pump after confirming multiple cartridge alarms and an inability to retrieve fault ID due to the pump being in storage mode.